Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient has not used or charged her ipg for approximately a year. The ipg is now inoperable. Surgical intervention is being planned to replace the ipg and restore therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient had a CT scan taken on (B)(6) 2016 and surgery date is pending results.